Manufacturer narrative:
The following literature article is attached to this MDR report: mu, s., li c., yang, x. Et al. (2016). Reconstructive endovascular treatment of spontaneous symptomatic large or giant vertebrobasilar dissecting aneurysms: clinical and angiographic outcomes. Clin neuroradiol. (2016) 26:291¿300, doi 10.1007/s00062-014-0369-4. UDI: unknown part number, all 3 attempts to obtain product were unsuccessful, UDI unavailable. Since the lot number was not provided, device manufacture and expiration dates are unknown. The date of the event was also unknown. Three attempts to obtain additional information have been unsuccessful; however, it is anticipated that additional information may be available. When additional information is provided, a follow-up MDR will be submitted. This is 1 of 2 MDR reports being submitted for this complaint, with associated report numbers of 1226348-2017-00038 and 1226348-2017-00037.

Event description:
In the literature article ¿reconstructive endovascular treatment of spontaneous symptomatic large or giant vertebrobasilar dissecting aneurysms: clinical and angiographic outcomes¿ by s. Mu, c. Li, x. Yang, y. Wang, y. Li, c. Jiang, and z. Wu, published clin neuroradiol (2016) 26:291¿300, doi 10.1007/s00062-014-0369-4, it was reported that post implantation of an two unknown enterprise overlapped stents (without coils), the patient (case 7) experienced subarachnoid hemorrhage and expired. The patient had presented with mass effect on the brain stem with mrs of 2. The vertebrobasilar junction aneurysm was dolichoectatic. Seven days after stent implantation, the patient experienced sudden headache, nausea and vomiting, and CT examination revealed a massive subarachnoid hemorrhage. He expired 5 days later. No additional device, procedure or patient information was provided in the article. The purpose of the study was to investigate the clinical and angiographic outcomes of spontaneous symptomatic large or giant vertebrobasilar dissecting aneurysms (vbdas) following reconstructive endovascular treatment (evt) with stent(s). They retrospectively identified 21 patients with spontaneous symptomatic large or giant vbdas who had been treated with reconstructive evt between september 2009 and september 2013 at one facility. There were 20 men and 1 woman, with a mean age of 46.5 years (range: 17¿67 years). Ten patients had sole stenting and 11 patients had stent-assisted coiling with use of either enterprise, solitaire or neuroform stent(s). In 14 cases, the post-procedural processes were uneventful and no complication was observed.

Manufacturer narrative:
No additional information could be obtained from for this literature complaint. Conclusion: in the literature article ¿reconstructive endovascular treatment of spontaneous symptomatic large or giant vertebrobasilar dissecting aneurysms: clinical and angiographic outcomes¿ by s. Mu, c. Li, x. Yang, y. Wang, y. Li, c. Jiang, and z. Wu, published clin neuroradiol (2016) 26:291¿300, doi 10.1007/s00062-014-0369-4, it was reported that post implantation of an two unknown enterprise overlapped stents (without coils), the patient (case 7) experienced subarachnoid hemorrhage and expired. The patient had presented with mass effect on the brain stem with mrs of 2. The vertebrobasilar junction aneurysm was dolichoectatic. Seven days after stent implantation, the patient experienced sudden headache, nausea and vomiting, and CT examination revealed a massive subarachnoid hemorrhage. He expired 5 days later. No additional device, procedure or patient information was provided in the article. The purpose of the study was to investigate the clinical and angiographic outcomes of spontaneous symptomatic large or giant vertebrobasilar dissecting aneurysms (vbdas) following reconstructive endovascular treatment (evt) with stent(s). They retrospectively identified 21 patients with spontaneous symptomatic large or giant vbdas who had been treated with reconstructive evt between september 2009 and september 2013 at one facility. There were 20 men and 1 woman, with a mean age of 46.5 years (range: 17¿67 years). Ten patients had sole stenting and 11 patients had stent-assisted coiling with use of either enterprise, solitaire or neuroform stent(s). In 14 cases, the post-procedural processes were uneventful and no complication was observed. The devices were not available for analysis. In addition, the lot numbers could not be obtained; therefore, a DHR review could not be performed. Stroke, neurological deficit and death are known potential adverse events associated with the enterprise stent and the procedure and are listed in the instructions for use (IFU). Based on the information provided, the root cause of the events could not be determined; however, the patient had presented with neurological deficit. The IFU states: ¿the performance and safety of two or more overlapping stents has not been established.¿ there is no evidence to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is 1 of 2 MDR reports being submitted for this complaint, with associated report numbers of 1226348-2017-00038 and 1226348-2017-00037.